Event description:
It was initially reported that the user's hearing performance with the device had gradually decreased. Further information received in november 2021 stated that re-implantation was considered, as the user's hearing has deteriorated. The user has been re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusions: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional infomation: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Reportedly the hearing performance with the device is still satisfactory. The device remains implanted and in use.

Event description:
It was initially reported that the user's hearing performance with the device had gradually decreased. The user was showing good benefit before 2016. No recent changes in health or medication have been reported. No explantation is planned at this time.

Event description:
It was initially reported that the user's hearing performance with the device had gradually decreased. The user was showing good benefit before 2016. No recent changes in health or medication have been reported. As per information from (B)(6), 2021 the user had benefit from the device after re-programming. Further information received in (B)(6) 2021, re-implantation is now considered as the user_s hearing has deteriorated.

Manufacturer narrative:
Additional infomation: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance has decreased gradually.